Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, self test and displacement test. No failed batt test alarms noted during testing. Unit functioning properly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 239 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer stated that the self test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.